Event description:
Approx three years postoperatively the pt expired due to cardiac arrhythmia. Prior to the pt's death, pt was hospitalized with bilateral pneumonia, congestive heart failure and concerns regarding the valve. The pt's following physician had requested a transesophageal echocardiogram during the pt's hospitalization; however, it was not performed. The pt also had a history of lymphoma.